Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that particles were identified inside of the bladder of a small volume intermate. This was observed after the device was filled with an unknown solution and before patient connection. There was no patient involvement. No additional information is available. This is report 4 of 5.

Manufacturer narrative:
(B)(4). This lot was manufactured between january 27, 2014 and january 29, 2014. Evaluation summary: the sample was received for evaluation. Visual inspection noted particles ranging between 0.30 to 0.40 mm in size, floating inside the fluid of the bladder. The particles were identified to be polyester material via fourier transform infrared (ftir) spectroscopy. The cause of the reported condition could not be determined. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.